Manufacturer narrative:
This report is filed, march 3, 2016. The implanted device remains.

Event description:
It was reported, the patient may have experienced an abscess at the implant site (date not reported). The implanted device remains.